Event description:
Boston scientific received information the approximately one week post implant, this right ventricular lead dislodged. The patient reportedly fell and sought medical follow-up, at which time the rv lead was confirmed dislodged. It remained unclear if the lead dislodged prior to, or after, the fall. The physician elected to surgically intervene and extract the passive fixation lead with an active fixation lead model. The explanted lead is intended to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon return, a visual examination of this lead revealed no manufacturing anomalies that would have caused or contributed to the reported clinical findings. No further testing was performed.

Manufacturer narrative:
Following lead return and completion of lab analysis, this event will be further updated.